Event description:
It was reported that the implant at tooth site #27 was removed due to an allergic reaction. Per patient request - patient believed an allergic reaction to the implant was present

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) t3pt5413, (t3® pro tapered implant 5/4mm (d) x 13mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no apparent damage / malfunction that would cause or contribute to the reported event was identified. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022060094. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060094 for similar events and one (1) other complaint was identified ((B)(4). Review completed utilizing keywords: ¿allergic reaction¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root causes determined from the investigation are customer error and patient factors (material selection.) Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d9: device availability, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.